Event description:
It was reported that the event occurred while in the cath lab. During pretest the balloon inflated properly. The md inserted the catheter into the pt and the balloon would not inflate. As a result, the catheter was removed and replaced with another one. No report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The pt outcome is good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.